Manufacturer narrative:
UDI section is unknown. No information to date. Device is exempt. Device evaluation: one unit and five photos were provided for investigation. Photo one shows a breathing circuit, a breathing bag with tape on it, filter, and gas sampling line; no damage or dysfunctional conditions that could cause the reported failure are observed. Photo two shows the top part of the breathing bag where a tape with the word "leak" points to a small pinhole. Photos three through five shows a close-up of the pinhole in the bag, based on the shape of the hole it can be concluded that it was produced by sharp pointy device. Also, the returned dived was inspected and found a pinhole damage in the breathing bag. The reported failure mode is confirmed. A possible root cause found by the supplier, is that signs of air or possible chunks in the tank screen can cause thin spots that may not break through under the air inflation but can rupture if the bag is stretched beyond normal use. DHR review was done, no issues related to the original complaint were found. Corrective actions were implemented through a supply investigation.

Event description:
It was reported that the product failed the pre-use air leak check. No patient injury.